Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented at a follow-up in clinic with muscle stimulation in the area of the pulse generator. Upon interrogation, the right atrial lead exhibited high pacing impedance, loss of capture, and reproducible noise that led to inappropriate automatic mode switch. Programming changes were discussed but not implemented. The patient was in stable condition.

Event description:
New information received notes that programming changes were made and the patient experienced no adverse consequences post-intervention.